Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. During functional testing, the reported 'occlusion issue' was not reproduced. A review of the event history log revealed multiple 'upstream occlusion' and 'downstream occlusion' messages, however true and false alarms cannot be distinguished through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump "had an issue: occlusion". This occurred during programming/setup on the 4th floor. There was no patient involvement. No additional information is available.